Event description:
Procedure type: latg. According to the reporter: five days post-operatively a leak was found. The type of leak was not reported. The patient was re-operated and was determined that part of the anastomosis was not sutured. No abnormalities were noted during the initial procedure. Also nothing wrong was noted during testing, and the tissue donuts were normal. Patient is under observation.

Manufacturer narrative:
Initial report sent: 03/04/2009.